Manufacturer narrative:
The returned device was evaluated and the investigation found a small tear in the exposed portion of the soft cannula. Fluid diverted through the tear upon manual rotation of the ratchet gear. Although the cannula was damaged, the timing and cause of the damage are unknown. No other issues were found during the investigation.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 300 mg/dl. As treatment, the patient applied a new pod and administered manual insulin.